Event description:
During revision surgery reported separately, plastic tip on torque wrench broke during assembly of femoral components. The surgeon thought the construct was secure, but upon impaction, it was found to be loose. Surgical procedure was delayed 45 minutes while surgeon attempted unsuccessfully to disassemble the loose construct, so the parts could be tightened up and used. A different set of parts was used, with the first set being wasted. The wrench was from expresscare kit sig513b3.

Manufacturer narrative:
This complaint is still under investigation. Dupuy will notify the FDA of the results of this investigation once it has been completed.